Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint was confirmed. Kink was evident through sample photo provided by customer. The root cause of the event was due to layering based on the specification which is custom designed by the user. Terumo revised the pack during the next build to prevent kinking. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, there was a kink in the recirculation/quick prime line between the 1/4" y-connector and the 1/4" luer connector. The event did not cause delay in surgical procedure.